Event description:
It was reported that the patient experienced discomfort, erosion and infection of his artificial urinary sphincter. The patient underwent surgery to replace the device. There were no further patient complications.